Event description:
Per reports, during a liver transplant when the surgeon was dividing the r hepatic artery, there was a misfire of the stapler and the entire stapler line ripped open, creating a huge hole in the ivc causing massive bleeding. Between manual compression and vascular clamps, they were able to remove the liver. With active massive resuscitation by anesthesia and assistance with cardiac surgery, the ivc was repaired. This dramatically increased the time of the liver transplant on an already difficult, high risk case. What was described by the surgeon is after deployment of the staple load, the staples poured out into surgical site in various stages of deployment. Some were slightly curved and others appeared to have not deployed at all. Per the scrub, the load was placed like it always is with the yellow cap on it, and the load was loaded correctly or the stapler would not fire. Unfortunately, the case was very complicated even without this incident secondary to the pt's pervious surgical history and the case lasted another 5 hours to complete the transplant during which time the pt was unstable, received significant products and the scrub forgot to keep the stapler and loads at the end of the case. Thus we do not know the lot number etc. The scrub did speak with the rep a few days later, but without the actual stapler or knowing the lot number, they are unable to further investigate. This is the first time this facility has had this occur with this particular product. The pt made it out of the operating room with an open abdomen and chest and returned to the operating room 3 other times over the next few days, but unfortunately did not survive. While this event did complicate the course, after significant discussion with the surgical team, it was not determined to be cause of mortality.